Manufacturer narrative:
Additional mdrs associated with this event: MDR# : part description: 3025141-2013-00092, 8-hole precontoured clavicle plate, 3025141-2013-00093, locking cortical/cancellous screw, 3025141-2013-00094, locking cortical/cancellous screw, 3025141-2013-00095, locking cortical/cancellous screw, 3025141-2013-00096, locking cortical/cancellous screw, 3025141-2013-00097, locking cortical/cancellous screw.

Event description:
Two screws associated with an 8-hole pre-contoured clavicle plate loosened reducing the effectiveness of the implant.